Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening on anterior side assessed as unidentified (tear) opening. Additional observations: yellow particles on the surface of the shell observed, crease fold and wear abrasion. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.